Manufacturer narrative:
The following sensor was reviewed and found outside of the tolerance for cm mean. The cause is inconclusive at this time and is under investigation. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 33.6, 33.8, and 33.7 mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
A right heart catheterization was performed primarily for reasons unrelated to the pressure sensor. The sensor pressure readings were compared to the pressure readings from the catheter. The sensor was recalibrated and the baseline was decrease by 13mmhg.